Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available.